Event description:
It was reported that the ventricular lead exhibited loss of capture and high impedance. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.